Event description:
The customer reported that the pump alarmed couple weeks ago and they did not hear the alarm. Customer was hospitalized before and was sick because of kidney transplant and has hearing problems. The customer stated that the pump was in vibrate mode, was sleeping a lot due to the surgery and was not checking bgs. It was mentioned that a friend noticed that the pump had an alarm. Also it was indicated that the customer did not change the set/site before admission. Bgs were treated with manual injections but the customer had a hard time maintaining them. Troubleshooting was performed. The insulin exited. Customer does not have as much tissue at the abdomen area and does not have any scar tissue.